Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was prompting an error 5 message when she was attempting to test her blood glucose. Per the ot ultramini owner's booklet, the error 5 message prompts when there is a problem with the test strip. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at in the morning, the patient reported the alleged issue first occurred. The patient reported taking self adjusting insulin including humalog on a sliding scale, and lantus 6 units in the morning. The patient reported making no changes to her usual diet, activity level or medications on (B)(6) 2012. The patient reported 12-14 hours later she developed symptoms of 'nausea, vomiting, feverish, urinating, and had a fuzzy head.' It is unknown if the patient's symptoms were intermittent, ongoing or worsened. The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used. The cca noted the patient's testing process was correct. The cca noted the patient's test strips were in good condition. The alleged issue was resolved with a walk through retest replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient alleged she was unable to test her blood glucose due to the alleged issue, and developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.